Manufacturer narrative:
The lot number for the two reported malfunctions was provided; therefore, a lot history review is currently being performed. Of the two malfunctions, one device was returned for evaluation. Material rupture was identified in the one returned device. The remaining investigation is inconclusive due to no sample return. The definitive root cause for the reported event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u4150215rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Of the two material ruptures, both involved patients with no patient consequences. The two patients ranged from 68-87 years of age and 54-65 kgs. Of the two reported patients, both were male.